Event description:
The field service rep (fsr) reported that during field service installation of the device, a "service gas system" error occurred on the reconditioned electronic pt gas system (epgs). Since the event occurred during field service installation, there was no pt involvement.

Manufacturer narrative:
This complaint was confirmed by the field service rep (fsr). The fsr re-seated all electrical connections, retested the epgs and the same error occurred. The fsr installed a replacement electronic pt gas system (epgs) and performed preventative maintenance. The unit operated to manufacturer specifications and was returned to clinical use. The suspect epgs was returned to the manufacturer for further eval.